Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 7 months years post implant of this bioprosthetic pulmonary valved conduit, the device was replaced due to both pulmonary stenosis and pulmonary regurgitation. No additional adverse patient effects were reported.